Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2008.according to the complainant, post-procedure, the patient presented with unspecified complications.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
According to the physician, the patient was first seen on (B)(6) 2010 for a surgical consult; however, the patient never actually went through with the procedure. All other information is unknown and unavailable.